Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver 250ml of an unspecified hydration solution, at an unspecified date, via a plum pump. It was reported that 30 minutes after the delivery was started, an unspecified volume of solution leaked from the vent on the piercing pin of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.